Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was diagnosed with probable staphylococcal septicaemia. It was also reported the patient's blood tested positive for staphylococcus aureus. It was suspected the infection was from cardiac resynchronization therapy pacemaker (crt-p) system. The patient was treated with aggressive antibiotic therapy however later passed away. The patient was a participant in the (B)(6) study.